Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation. (B)(4).

Event description:
The customer reported a defective power supply. There was no report of patient involvement.